Manufacturer narrative:
Device used for treatment, not diagnosis.(B)(4).

Manufacturer narrative:
Product code lxh. A product development event evaluation was performed by the product development engineer and it was reported: one helical blade inserter part#357.372 was returned for evaluation in assembled condition. The locator pin on the alignment indicator component has sheared in half, and the remaining protruding portion is slightly bent and burred. The fractured piece of the pin was not returned for evaluation. There are numerous dents on the ears of the alignment indicator. The returned helical blade inserter (part#357.372, lot#6365025) was manufactured in april 2010 and is over 3 years old. The design was reviewed and determined to be acceptable for the intended use and did not contribute to this complaint condition. The complaint condition is caused when the hammer inadvertently misses the head of the coupling screw, and hits the ears of the indicator. This may cause the pin in the indicator to be damaged. The damaged pin may cause the indicator to spin freely or to become jammed. For this returned product complaint, the remaining portion of the locator pin is still functioning as intended. The primary purpose of the indicator is to capture the gold handle on the inserter. If the top spins freely or becomes jammed, it is still held in place and does not fall off of the helical blade inserter and therefore the case can be completed without incident. The complaint condition could not be replicated during this evaluation. There are 14 complaints for this complaint condition of "does not function" in the entire complaint history for helical blade inserter part#357.372 and approximately (B)(4) have been distributed since 2006 (2006 is oldest sales date available in jde) resulting in an estimated complaint rate of (B)(4) based on sales. This device is used repeatedly so the actual complaint rate based on usage would be significantly lower. The trochanteric fixation nail risk assessment (p99-012, version e) adequately addresses this complaint condition. Specifically, the 12th hazard under line item "blade insertion tool and coupling screw 357.372, 357.377" assesses the risk associated with "indicator top of blade inserter either being jammed or freely spinning" due to surgeon hammerring on the ears of the indicator instead of the coupling screw head" as a less severe risk with a marginal severity of harm "2" and an unlikely probability of occurrence "2". The design was reviewed and determined to be acceptable for the intended use for the returned part. This complaint condition for the inserter is caused by inadvertent hammer blows, not the device''s design. Furthermore, the complaint condition could not be replicated during this evaluation even though the pin is damaged. Therefore, this complaint is invalid from a design perspective. Further, a review of the device history records (DHR) was performed and it was reported: the DHR was reviewed and ncr #1006459 was found on raw material p/n 31015 lot #6080273 for od undersize on supplier material. The me accepted the material use as is because this material is used on 2 parts (357.372.2, 314.423.12). The undersize condition will not affect the final size of the part or machining process. This nonconformance is not relevant to this complaint because it is on the raw material and not finished product. Ncr #1006482 was found on p/n 357.372.1.1 lot #6085270 (B)(4). This evaluation is not able to determine the relevance of this nonconformance. (B)(4).

Event description:
This is 1 of 1 report for the same event reported on complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4).

Event description:
Hospital reported: during an orif intertrochanteric right hip procedure the helical blade inserter broke as surgeon was impacting the helical blade. It is reported instrument was not working correctly during previous case, but was still used in this procedure. Surgeon was able to complete procedure using this instrument. However, more fluoro was required than was desired. No further information is available at this time.

Manufacturer narrative:
Device used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.